Event description:
It was reported that seven months post-op infection was present. The index procedure was indicated for lumbar stenosis, ddd and myelopathy. The pt presented seven months post-op with deep wound infection at the surgical site. The pt was revised. During revision, all non-metallic hardware was removed and replaced with new instrumentation of the same.

Manufacturer narrative:
Instrumentation removed and replaced during revision: p/n 0103711200, lot 2489182 dtl 200mm cord; p/n 0103710645, lot 2430134 and 2582633 x 3qty; p/n 0103957245, lot 2459118 dtl 7.2x45mm ha screw.